Event description:
It was reported that the patient had difficulty charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.